Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated ¿when using the tube, it was found that the tube has low draw issue.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated ¿when using the tube, it was found that the tube has low draw issue.¿